Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 12-dec-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). Due to the expiration date of the cartridge lot, returned cartridge testing could not be performed. No deficiency has been identified for hs-tni cartridge lot a25086.

Event description:
Na.

Event description:
Correction: h1 type of reportable event from: malfunction to: serious injury. On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 49 year old female presented with a history of hypogammaglobulinemia, mast cell disease who is currently being worked up for tachycardia and chest discomfort is presenting with chest tightness and shortness of breath. Return product is available for investigation. Method: date: tested result : pos/neg sample: I-stat , (B)(6) 2025 , 13:00 , 513 ng/l pos, lithium hep wb, vitro 7600 , (B)(6) 2025, 13:23, <0.012 ng/ml neg, serum, vitro 7600, (B)(6) 2025, 17:30, <0.012 ng/ml neg , serum, vitro 7600 , (B)(6) 2025, 22:00, <0.012 ng/ml neg , serum. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. There was no date/time on the catheterization. It was determined that the patient may have received an unnecessary catheterization based on I-stat results. An adverse event occured. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 49-year-old female presented with a history of hypogammaglobulinemia, mast cell disease who is currently being worked up for tachycardia and chest discomfort is presenting with chest tightness and shortness of breath. Return product is available for investigation. Method date tested result pos/neg sample I-stat (B)(6) 2025 13:00 513 ng/l pos lithium hep wb vitro 7600 (B)(6) 2025 13:23 <0.012 ng/ml neg serum vitro 7600 (B)(6) 2025 17:30 <0.012 ng/ml neg serum vitro 7600 (B)(6) 2025 22:00 <0.012 ng/ml neg serum the reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. There was no date/time on the catheterization. It was determined that the patient may have received an unnecessary catheterization based on I-stat results. An adverse event occured. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).